Manufacturer narrative:
The reported curved ultra fast-fix assembly intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the needle. Pathological conditions in the soft tissue that would prevent secure fixation. Bending of the delivery needle. The instructions for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Four used fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices showed no ts or suture remain on the delivery needles or were returned for examination. The actuator on each device is in its t2 post deployment position indicating a complete deployment. Each device was functionally tested for proper actuator advancement and cycling and found to function as intended. . An exact root cause cannot be determined with confidence, however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the fast fix was causing problems during a meniscus repair. The t2 anchor did not fire or release. A backup device was available to complete the procedure with no significant delay or patient injuries. Attempts were made to retrieve further details about the event but the complainant does not have more information.